Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2018, a field service engineer (fse) followed-up with over-the-phone and instructed the customer to clean the aia-900 due to possible dust build-up. The customer blew air over the reagent tip sensor and rebooted the aia-900 instrument without any further errors. The reagent tip lane homed itself without any issues. The aia-900 instrument was working within specifications; no further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was conducted for serial number (B)(4) from 10-feb-2017 through aware date 10-mar-2018. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12 flags and error messages, states the following: 12.2 error messages and corrective action if an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. 0102 tip scan error cause: a mechanical error occurred during a tip scan, causing measurement to be paused. Action: open the reagent/tip cover, check the inside, and close the cover again. Measurement will resume. Reag/tip-x home overrun cause: the home sensor s090, which is not supposed to be activated after the reagent loader moves, was activated. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s090 and also check to see the cause of slipping, and so on, that occurs when pm090 moves to the limit side. The most probable cause of the reported event was due to a dirty reagent tip sensor.

Event description:
On (B)(6) 2018, a customer reported not being able to start up the aia-900 due to 0102 tip scan and 4233reag/tip-x home overrun error messages. The customer turned off the power, lifted up the hood and was not able to resolve the issue. The customer heard a grinding noise as well. The customer requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol (e2), prolactin (prl), follicle stimulating hormone (fsh), beta human chorionic gonadotropin (bhcg), and progesterone (prog). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.